Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was set to 0.25/25/500/30/1.8/0.5/500/60 following generator replacement surgery on (B)(6) 2015. Soon the patient started experiencing seizures and therefore vns was adjusted to 2.5/25/500/30/1.8/2.75/500/60 but there was not much change in patient¿s condition. Finally vns was set to higher parameters of 2.75/25/500/30/1.8/2.75/500/60 which is what patient was set to prior to generator replacement. Diagnostics were performed and were reported to be within normal limits. Patient was reported to have been fine after these changes to settings per the nurse. Patient was in the ICU after surgery with eeg monitor. Additional relevant information have not been received as the neurologist is yet to see patient.

Event description:
Additional information was received that the patient experienced more seizures compared to pre-vns baseline. No known changes to medications occurred prior to or during surgery. No other problems were reported to the neurologist since implant surgery.